Event description:
The patient was implanted with a vented electric left ventricular device (lvad). It was reported by the vad coordinator that the patient had heard a strange noise and experienced intermittent alarms for a few weeks. The alarms and griding noise increased, so the patient was then admitted to the hospital. The patient was placed on pneumatic support using a stroke volume limiter (svl) and drive console and remains stable.